Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. Potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
(D10) concomitant device(s): 300-60-02 - stemless humeral comp laser cage, size 2 ,6547213. 310-62-44 - stemless humeral head 44mm x 14mm x beta ,6148872. 319-01-32 - steinmann pin sterile 3.2mm x 178mm ,6504350 531-78-20 - shouldr gps hex pins kit 6548644. A10012 - gps implant kit v2 01001020139.

Event description:
Approximately 3 year(s), 7 month(s) and 23 day(s) post-operative of a right tsa, the patient presented with a aseptic glenoid loosening. The patient experienced increased pain without injury. The patient underwent standard total with stemless revision surgery. The outcome of this event is considered resolved, and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.